Manufacturer narrative:
Results of functional testing indicate the device was operating as intended. The device passed the full parameter test with no issues. A configuration change was done as requested by customer. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Customer reported an inaccurate reading for spo2 and heart rate. The device was in use on a patient. There was no report of patient or user harm.

Event description:
Customer reported an inaccurate reading for spo2 and heart rate. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.